Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the customer had experience low blood glucose of 36 mg/dl due to a 3.7 bolus. Customer's blood glucose went back over 100 mg/dl when she picked him up and then it started lowering. Most recent blood glucose was 175 mg/dl. Troubleshooting was performed for the low. Blood glucose was reported 56 mg/dl, treated with food and glucose tablets. The drive support cap appeared to be normal. Customer's mother first inserted the site and then disconnected quickrelease of the infusion set to prime the device. Call was dropped and troubleshooting was finished. Customer's mother is not returning the device for analysis.